Manufacturer narrative:
Investigation summary: received one (1) used d1000 tego connector for inspection. Excessive seal tearing was observed around the top rim of the tego causing the seal to collapse. The reported complaint of no flow can be confirmed due to the torn seal. The probable cause of the torn seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. A device history record lot# review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event involved a tego¿ connector where it was reported that the dialysis staff observed a high venous pressure alarm- not flushing during patient use. It was unknown how long it was use and with no medication. There was patient involvement, there was delay in therapy, no adverse event and no one was harmed as a result of the reported event.